Event description:
It was reported to philips that the system was unable to produce x-rays.the device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment was being performed when the issue occurred and was completed by moving the patient to another room with a delay of less than 20 minutes. Customer reported to philips that the system was unable to produce x rays. Upon troubleshooting, the philips field service engineer (fse) identified that the cooling oil in the cooling unit was evaporated. To resolve the issue, the fse refilled the cooling oil in the cooling unit, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.